Event description:
A customer contacted baxter's (B)(4) to report having a therapy issue with the homechoice (hc) machine. The home patient (hp) stated he accidentally became disconnected and the patient line touched the floor. The hp needed to start over and needed assistance ending therapy. The technical service representative (tsr) assisted the hp to end therapy. The hp would call back with any problems. The hc was operational. Product surveillance contacted the home patient (hp) who stated he dropped the patient line to the floor which caused the disconnection. The hp discarded the cassette and started therapy over with new supplies. The hp did not know the lot number of the cassette. The hp stated there was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded and therefore not available for evaluation.